Event description:
Philips received a complaint on the patient information center ix indicating that all central stations where in local mode and could not connect to the primary server. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed) and confirmed the reported issue. After a restart of the primary server, all posts came back up except the ok-cp-1 which had to go through the setup to get back all the way back. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was confirmed. The device was operational after restarting the primary server. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).